Event description:
It was reported that during follow-up, high capture threshold and oversensing were observed. Dislodgement due to possible twiddlers syndrome was observed under fluoroscopy. The lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.